Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
In 2013, the patient had an ankle replacement (salto talaris). The pain and swelling never went away even after physical therapy for 2 rounds. The patient back to her surgeon and got x-rays and learned that she had a bone growth. So in 2014 the patient had a surgery to remove the bone. After recovering from that surgery, the pain and swelling still did not go away. Patient went to dr. Again on 2015 because I was not able to move my foot that well because of the pain and swelling again and my ankle felt like it was being caught up on something when I tried to put my heel down flat. So the patient got x-rays again and found out that the patient now have new bone growths and that is why her ankle isn't able to move and keeping it painful and swollen. This replacement is causing excessive bone growth so now the patient is going to have another surgery to remove these bones. The dr. Said he will have to put me on pills to try and stop the bones from growing and if that doesn't work I will have to do radiation.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
In 2013, the patient had an ankle replacement (salto talaris). The pain and swelling never went away even after physical therapy for 2 rounds. The patient back to her surgeon and got x-rays and learned that she had a bone growth. So in 2014 the patient had a surgery to remove the bone. After recovering from that surgery, the pain and swelling still did not go away. Patient went to dr. Again on 2015 because she was not able to move her foot that well because of the pain and swelling again and her ankle felt like it was being caught up on something when she tried to put my heel down flat. So the patient got x-rays again and found out that the patient now have new bone growths and that is why her ankle isn't able to move and keeping it painful and swollen. This replacement is causing excessive bone growth so now the patient is going to have another surgery to remove these bones. The dr. Said he will have to put him on pills to try and stop the bones from growing and if that doesn't work she will have to do radiation.